Manufacturer narrative:
The tech replaced the ac power cord to repair the bed.

Event description:
Info received indicates the bed did not pass the electrical safety test. The tech found the ground pin missing from the power cord plug.